Manufacturer narrative:
Philips had investigated the complaint. According to additional information collected, issue emerged at the conclusion of the procedure while the patient was being removed from the table. The customer reported to the philips engineer that the flexvision pc failed to power on during the initial reboot attempt. However, following a subsequent reboot performed by local support, the system booted successfully and resumed operational functionality. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the flexvision pc was unable to start up properly. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.